Manufacturer narrative:
The customer had not requested for getinge to evaluate the iabp unit involved in this event. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed an autofill failure every two hours at each autofill. It was noted that all connections were secure and the helium tank displayed adequate amounts. No blood was observed in the tubing and insertion was reported to be in the femoral artery. The safety disk was in the 12 o'clock position and the drain port and autofill tubing were secure. Each autofill took one to two minutes every two hours and the customer had to press the iab fill key every time the "autofill failure" message was displayed which interrupted therapy for a short while. The customer was always able to resume pumping. A getinge representative spoke to a getinge service tech who suggested to disconnect and attempt an iab fill several times incase there was a moisture issue. The attempt was unsuccessful in resolving the issue. The getinge representative advised that the customer report the iabp to their clinical engineering department. There was no patient harm and no adverse event was reported. Original description: the customer called from the ICU to report the same problem on 2 different patients and pumps/catheters. The pump was displaying "autofill failure" every 2 hours at each autofill. All connections are secure and helium tank displays adequete amounts. No blood reported in the tubing. Insertion is in the femoral artery. Safety disc in the 12 oclock position. Drain port and autofill tubing secure. Each autofill takes 1-2 minutes every 2 hours, and they must press the iab fill key everytime the "failure" message displays, interrupting therapy for a short while. They are always able to resume pumping. Spoke to getinge service tech about the problem and suggested a disconnect and iab fill attempt several times in case there is a moisture problem. This was not successful. Advised that they report the pump to clinical engineering and asked to save the iab once removed from the patient.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) was failing autofill every two hours at each autofill and would show "gas loss alarm". It was noted that all connections were secure and the helium tank displayed adequate amounts. No blood was observed in the tubing and insertion was reported to be in the femoral artery. The safety disk was in the 12 o'clock position and the drain port and autofill tubing were secure. Each autofill took one to two minutes every two hours and the customer had to press the iab fill key every time the "autofill failure" message was displayed which interrupted therapy for a short while. The customer was always able to resume pumping. A getinge representative spoke to a getinge service tech who suggested to disconnect and attempt an iab fill several times incase there was a moisture issue. The attempt was unsuccessful in resolving the issue. The getinge representative advised that the customer report the iabp to their clinical engineering department. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) was failing autofill every two hours at each autofill and would show "gas loss alarm". It was noted that all connections were secure and the helium tank displayed adequate amounts. No blood was observed in the tubing and insertion was reported to be in the femoral artery. The safety disk was in the 12 o'clock position and the drain port and autofill tubing were secure. Each autofill took one to two minutes every two hours and the customer had to press the iab fill key every time the "autofill failure" message was displayed which interrupted therapy for a short while. The customer was always able to resume pumping. A getinge representative spoke to a getinge service tech who suggested to disconnect and attempt an iab fill several times incase there was a moisture issue. The attempt was unsuccessful in resolving the issue. The getinge representative advised that the customer report the iabp to their clinical engineering department. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found error codes 37,57 and 62 in logs. Pressure offsets and autofill volume were found to be out of calibration. The fse recalibrated all pressure sensors and autofill volume. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.